Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due to possible clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal blood circuit. A review of the treatment log file indicates that the operator pressed the stop key about 13 minutes after the treatment was started. The blood pump remained off for about 6 minutes during which time a blood pump off caution was also triggered. When the blood pump was finally restarted, the venous pressure high alarm occurred indicating that the blood circuit had likely clotted. The cycler alarmed appropriately. The user guide warns that the risk of clotting increases when the blood pump is off. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.